Manufacturer narrative:
E1 initial reporter facility name:(B)(6). The device was returned for analysis. Visual inspection revealed that the imaging window was kinked. The imaging window was observed detached near the lapjoint section. Impedance testing showed an electrical open in the distal catheter which x-ray images revealed was due to a broken coax cable at 10cm to 20cm.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, lost image has occurred. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed detachment on the imaging window near the lapjoint section.